Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/04/2019. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response.

Event description:
The customer reported there was a massive leak during preventative maintenance. There was no patient involvement.